Manufacturer narrative:
Consumer severely bunched/crushed the pad which is abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer abuse/misuse of the product.

Event description:
Consumer alleges that her heating pad was in flames. No injury or property damage was reported with this incident.